Event description:
Procedure: lap splenectomy. According to the reporter: the stapler cut but did not staple resulting in bleeding vessels. A new instrument was applied with the same results. The stapler jaws appeared to be bent. Stapling completed with another stapler.